Manufacturer narrative:
H.6. Investigation: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for embedded foreign matter (fm) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd determined that the root cause of the indicated failure mode was attributed to resin adhering to the interior of the mold core and breaking free during production. This would typically be seen during the start of a run, or if the mold had to be stopped for maintenance and then restarted. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "before use, there was black artifact in the heparin tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "before use, there was black artifact in the heparin tube."